Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was reviewed. Several air alarms were identified but although this could confirm the reported event (air in line), those information are insufficient to confirm a quality issue as alarms are designed to inform the user that the infusion needs to be attended. The reported device was received in lake zurich and its investigation was performed by our local technical team. According to provided information, ocs test failed (air in line alarm) then calibration air sensor failed (out of range value). Internal inspection noted that no physical damage is present on air sensor. As it was noticed that the preventive maintenance was well overdue (2021). Therefore, the air sensor was replaced and sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing was noticed on the board and the ribbon cable. However, the ceramics were found oxidized, which confirmed the event. Due to the lack of maintenance and as per IFU recommendations, this complaint will be considered as a misuse. To our knowledge, this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.

Event description:
The following has been reported by customer: customer sent in the request form reporting "just alarms". Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.